Manufacturer narrative:
Correction: the device is available for analysis. This report is filed may 28th, 2014.

Manufacturer narrative:
This report filed september 2, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced persistent debilitating tinnitus. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This device is not available for analysis. This report is filed 25 apr 2014.